Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged upper difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing/short of breath. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture performed external and internal inspection observed that light amount brown dust-like contamination around the blower inlet and potential water ingress.and also observed very light dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposit spots on the top and bottom of the blower motor, and in the blower motor and on the bottom of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water ingress in the device and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.